Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a foreign distributor's rep. "Failed on install the fio2's were out of range for specs. Steve tested the unit and it was definitely out of spec."

Manufacturer narrative:
A return materials authorization (RMA) number was issued to the distributor in another country for the return of the alleged faulty microblender for eval. As of the date of this report the alleged faulty microblender has not been received.